Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported the patient's pump had flipped and was diagnosed at a previous refill under fluoroscopy. The patient was to have the pump pocket revised. The patient was getting a referral to the surgeon. No symptoms were reported. Follow-up was being conducted to obtain event dates, drug information and cause of the flipped pump. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 8780 lot# serial# (b))(4) implanted: (B)(6) 2014 explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 5 mg/ml morphine at a dose of 1 mg/day on (B)(6) 2017-mar-13. It was reported that the patient was experiencing breaks in therapy and had lost significant weight. The patient had intermittent relief of pain. The catheter was replaced and the pump pocket was revised as it was flipping in the pocket due to the weight loss. There was a hole in the catheter in the pocket (superficial to the pump). It was unknown what diagnostics/troubleshooting was performed. The basal dose remained the same (1 mg/day morphine) and the personal therapy manager (ptm) dose was programmed to 0.1 mg every 1 hour with a maximum of 20 per day. The event date and explant date were asked, but not known. The patient weight was asked, but unknown. The issue was resolved and the patient status was alive with no injury. There were no further complications were reported/anticipated.